Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an overinfusion of tpn. A bag on unspecified size was programmed at 2245 to infuse at 112ml/hr over 16 hours, but was found empty after 6 hours (at 0445). No pt harm or medical intervention was reported. No add'l info was provided.